Manufacturer narrative:
The ge healthcare service representative performed a checkout of the equipment and confirmed the mylar flap of the inspiratory flow sensor was stuck to the top of the flow sensor housing. The flow sensor was replaced, and the unit was returned to service. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit was displaying incorrect tidal volume readings. There was no report of patient involvement.